Event description:
It was reported that prior to starting a da vinci si myomectomy procedure, the surgical staff reported seeing a broken cable on the permanent cautery spatula instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken cable was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Clevis does not exhibit any damage or wear marks. Additional observation not reported were deep scratches at the end of the main shaft. Insulation has been removed as a result of the scratches. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.